Manufacturer narrative:
(B)(4) this complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) that appeared on the home choice (hc) machine during dwell. The nurse said she had disconnected the patient without capping the line in dwell. The technical services representative (tsr) assisted the nurse to clear the alarm and advised to start over with new supplies. Proper procedures per the user manual were reviewed with the nurse. There was patient involvement. No patient injury or medical intervention was reported. During a follow up with the hp, it was found that she did not remember the event; however, the hp added that she has been doing great. Per hp, she has been continuing therapy, and confirmed that she has had no injury or harm since she started therapy on the hc cycler. No further information was provided.